Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that after implant, the patient's symptoms were improved, then all of a sudden a couple of weeks ago, it just stopped helping. They thought it was caused by the food they were eating, but no matter what they did, they got notice they needed to go, but could not make it to the bathroom on time. They had a mess today and in the store they did not make it to the bathroom; they had to leave their cart. They said "like three weeks ago," they fell out of their car on top of their implant. The fall happened before their follow-up appointment. At their follow-up, they told their doctor about the fall and the doctor looked at the scar and said everything was fine; it was still working (to help their symptoms) at the time. After it stopped helping, they increased stimulation, but noticed no improvement after making the increases. They had increased from 0.8 volts to 2.5 volts. They noticed the feeling of stimulation on the right side bike seat, but that feeling would go away. They had not changed programs and did not know what program number they were on. An offer was made to help the patient understand how to work with their control equipment, however, when they tried to use the handset, it was dead. After plugging it into ac power and trying to connect with the communicator, they reported seeing: device not responding. They plugged the communicator into ac power and reported the light was red. It was recommended they charge their equipment. General system education information was reviewed, and they were redirected to talk to their doctor about potentially changing programs. A system education email was offered and sent. The patient planned to charge their control equipment and call their doctor about potentially changing programs to try to resolve their symptoms.